Event description:
It was reported that during analysis it was determined that sensor cables are damaged causing a short circuit.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed internal cables (inside of housing) broken between the hand control sensor and cable. This confirmed the complaint. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include attempting to open/repair the unit. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.